Manufacturer narrative:
The iol was received and inspected under 10x magnification. No sign of discoloration or haze was noted in the optic material. The iol was then immersed in warm sterile water for 24 hours and inspected utilizing a slit lamp. The results met all manufacturing specifications. We were unable to definitively determine the cause of this event and will continue to monitor and trend.

Event description:
It was reported by the physician that he removed and replaced the intraocular lens due to his observation of a brownish opacity in the central part of the optic. Discoloration was noted at 1 day post operative implant of the iol. The lens was explanted without complication at 1 week post operative.